Event description:
It was reported that a patient underwent an orthopedic surgery on (B)(6) 2024 and suture was used. During the procedure, the suture broke off the needle before the surgeon was finished with the closure. The procedure was completed successfully with thirty minutes of delay. There were no adverse patient consequences. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: were there 3 devices with issues? Yes. Please clarify the issue for each of the 3 devices (for example¿.suture breakage, suture needle pull-off, needle breakage). What was the issue with device 1? Needle pull off. What was the issue with device 2? Needle pull off. What was the issue with device 3? Suture break. Was the patient treatment or post-operative care altered in anyway due to the prolonged surgery time? If yes, please explain. No. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? No. What is the patient¿s current status? Doing well. Were there any patient consequences? No. Did any needle piece fall into the patient? No. If yes, was the needle piece(s) retrieved during the same procedure? Yes. Were x-rays taken to locate the needle piece(s)? No. What measures were taken to retrieve the broken piece? Grabbed with instrumentation. Was there any additional tissue damage as a result of searching for the needle piece? No. If not retrieved, in what tissue structure the broken needle was retained? Is there any plan in place to remove the needle piece in the future?

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.